Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 3.50mmx12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the device got stuck with the wire. The device and the wire were then removed from the patient's body at the same time. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.